Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: I received an email today. I have had several complaints from staff that the 22g IV needles are slow to retract. We had a nurse who pushed the button and then accidentally dropped the needle which may have been stuck. Safety wanted me to report this to you so you could investigate. The nurse told the manager it did retract but was not sure if it did it before it hit the ground or when it did. He was not sure if he got stuck but he had no broken skin. On 6 nov: describe any patient harm, injury, complication or negative outcome that occurred because of the event. No harm to patient. Nurse dropped on his leg and we did testing.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4198880. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Response received on 21-nov-2024. Please confirm the event date. Happened on october 23rd, around. It is stated that testing was done. Was any medical treatment other than basic first aid required? No. If yes, please describe what testing and what medical treatment was required. Tested patient for hep b, hep c, hiv, employee tested for hep b, hep c, hiv and hep titre.